Manufacturer narrative:
A1,a2,a4,b6,b7,d1,d6,d8,d10: a questionnaire was sent to the hospital on 7/28/97 requesting the unknown info. No response was provided. G1,h4: the mfg site and device manufacture date is unable to be determined without the catalog number or lot number. H6: no evaluation was performed as the product was not returned.

Event description:
Pt complained of numbness in shoulder and arms. X-rays taken on 7/17/97 which revealed plate breakage.